Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revision procedure 6 weeks post initial total hip arthroplasty due to superficial seroma infection. The acetabular liner, head, and sleeve were exchanged although no communication into the joint space was encountered. Intraop cultures grew group b strep. Six days post operatively patient had cellulitis, pain, erythema, and swelling. The patient was instructed to continue with the prescribed medication regimen, and it resolved two weeks later. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision is due to infection which would not be visible on x-ray. Complaint confirmed via initial medical records. The new information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of op notes which indicated: - anterior fluid collected aspirated and found to be purulent. -superficial infected seroma that was between the tensor fascia lata muscle and sartorius -patient developed acute left buttock and lateral hip pain and cellulitis -initial inflammatory markers were normal with elevated wbc device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110010243, g7 osseoti 3 hole shell 50mm d 0mm d, lot# 6378467; item# 650-1057, cer bioloxd option hd 36mm, lot# 2948097; item# 193109, echo b-mtrc mp fp ho 9, lot# 089870. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a femoral head and acetabular liner exchange 6 weeks post initial total hip arthroplasty due to a superficial seroma infection. Attempts were made to obtain additional information; however, none was available.